Event description:
It was reported that the handle leaked during the procedure.

Manufacturer narrative:
Once the device is rec'd, we will conduct an investigation and provide our findings in a follow-up report.